Event description:
The customer reported this lead exhibited loss of capture; it was surgically abandoned (capped) and successfully replaced. To date, there have been no adverse pt effects reported. The lead was actively implanted for approximately 14 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), and successfully replaced. Therefore it will not be returned for analysis; as a result, the reported allegation cannot be confirmed. To date, there have been no adverse pt effects reported. The event will be re-evaluated if additional info becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files off the lead model were reviewed. No trend of the same or similar type was found or indicated.